Event description:
It was reported that customer experienced continuous low blood glucose (bg) of 38 mg/dl. The customer ate carbohydrates to treat low blood glucose. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.